Event description:
Related manufacturer reference number: 2017865-2022-15462. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker and right ventricular (rv) lead exhibited loss of capture. No intervention was performed. The patient was stable.